Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.

Manufacturer narrative:
The insulin pump was received with cracked lcd glass. Analysis was unable to perform the displacement test due to cracked lcd glass. The pump also had a missing retainer, missing reservoir tube o-ring, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer state the insulin pump had a broken screen and reservoir compartment. The insulin pump will be returned for analysis.